Event description:
Report received of the control knob position on the device not snatching the displayed position. The device was returned to central supply with an unsigned note that stated, "control know broken". No tracking information was provided; therefore specific patient information, pump programming and specific event details were not available. During testing by the user facility, after control knob on the device was placed in the run position, the display indicated set rate. There were no reports of any adverse patient events while the deviee was in clinical use.